Manufacturer narrative:
Although multiple attempts were made to obtain the device, it has not been yet received. A review of the device history record is pending.

Event description:
The complaint/event occurred on an unspecified date and involved a 5.5" (14 cm) appx 1.2 ml, smallbore quadfuse ext set w/3 clave¿, 3 check valves, 4 clamps (red, white, green, yellow), luer lock that reportedly leaked an unspecified fluid/infusate. The facility will no longer use this device because of the leakage issue. The total affected product amount was 3 cases and they have requested credit. There was no report of any human harm.

Manufacturer narrative:
Investigation summary: the reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Additional information d9 section.

Manufacturer narrative:
Five 5.5" (14 cm) appx 1.2 ml, smallbore quadfuse ext set w/3 clave¿, 3 check valves, 4 clamps (red, white, green, yellow), luer lock were returned for evaluation on 10/29/2025. No visual damages or anomalies were observed.the samples were tested and primed at gravity pressure from each port with no issues. The samples were pressure leak tested at 25psi at each port with no leaks observed. The reported complaint of a leak could not be confirmed from the returned samples. The returned samples were tested and met product specifications. Without the return of the actual used sample, a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.